Event description:
The customer contacted baxter's service center regarding a system error (se) 2267 (air in set) on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected at the time of the se. The hp had 3 bags connected; only the heater bag had solution left. The technical service representative (tsr) reviewed the alarm with the hp. The hp cycled the power on the hc to clear the se. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information in the event description to determine a root cause.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.